Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on pcb2. Unit also received with cracked case(battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported long crack beginning from the top of the insulin pump and all along the length of battery tube. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.